Event description:
The guide wire was inserted and re-inserted into the patient's artery several times and became frayed. We did not receive a response from the manufacturer regarding the cougar xt guide wire.